Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation in patients with severely stenotic bicuspid versus tricuspid or non-bicuspid valves.  All data were collected from a single center between november 2007 to december 2012.  The study population included 468 patients who were predominantly female with a mean age of 79.66 years.  Multiple manufacturer¿s devices were implanted in the study population; 198 patients were implanted with a medtronic corevalve bioprosthetic valve.  No unique device identifier numbers were provided. Among all patients there were three deaths within 30 days and 19 deaths within 1 year of implant.  The authors noted one patient with a medtronic valve who died after hospital discharge, however there were no further details provided on this death.  Other patient deaths with unknown relation to medtronic valves were due to sepsis during hospitalization, hemothorax during a permanent pacemaker implant 45 days post-tavr implant, and pneumonitis 323 days post tavr implant.  No further details were provided on these deaths.  There was no statement of causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events included: life threatening bleeding, myocardial infarction, stroke, valve migration, coronary occlusion, arrhythmia requiring permanent pacemaker implant, severe aortic regurgitation, peak high gradients of 18.8 mmhg, and conversion to open heart surgery.  Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: costopoulos et al. Comparison of results of transcatheter aortic valve implantation in patients with severely stenotic bicuspid versus tricuspid or nonbicuspid valves. Am j cardiol. 2014 apr 15;113(8):1390-3. Doi: 10.1016/j.amjcard.2014.01.412. Epub 2014 jan 31. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.